Manufacturer narrative:
Follow-up #1: date of submission 03/07/2016. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings. On investigation, the alleged keypad tactile issue was not duplicated. The pump powered up to the display screen with auditory and vibratory features. The keypad cover was undamaged and all the buttons responded properly. Removal of the keypad cover did not find any anomalies with the button contacts. Pump casing was opened and the keypad connector wire was found to be securely seated in the connector. Unrelated to the complaint, the display was found to be dim with discolored text. Battery compartment cracks were found at the threads to the left of the grip pad and at the case seal below the grip pad.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the 'up', 'down' and 'ok' button were under responsive. Reportedly, the keypad cover was intact, there was no evidence of moisture or corrosion in the pump and there was no delivery issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.